Event description:
A malfunction alarm labeled as "malf 0" was reported with no notable events occurring prior to the malfunction. There was no adverse impact to the customer's blood glucose level. The customer was assisted by technical support in resetting the pump, which resolved the issue as the malfunction code did not recur. The customer was advised to continue using the pump and to call back if the issue repeats.